Manufacturer narrative:
H3: product ID 97755-s lot# serial# (B)(6) was returned for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an external device. It was reported that the patient reached out to the rep yesterday and said they have been experiencing heat when recharging that is only allowing the pt to charge for 10 minutes or so , since "earlier this year". Agent asked if patient was instructed to turn down charging speed and caller noted they did not advise patient to do so. Caller requested a replacement rtm for patient. Additional information was received from a patient regarding an external device. The reason for call was patient reported that they received a new recharger today and when they went to charge their implanted neurostimulator today, system problem rm05 came up on the controller. Agent walked patient through removing the battery pack and re-insert the battery and patient confirmed the controller powered on. Patient confirmed no damage to controller port pins or to the recharger. Patient then attempted to start a charging session of their implant and reported system problem rm05 again.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger, product ID 97745, serial# (B)(4), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 97755-s lot# serial# (B)(6): product type recharger product ID 97745 lot# serial# (B)(6)product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.